Event description:
It was reported that the non-boston scientific lead exhibited high pacing threshold and out of range shock impedance measurements. While the physician was extracting this non-boston scientific lead, part of the lead was abandoned in the patient. The physician attempted to then extract this right atrial (ra) lead to gain venous access, but this lead came apart and had to be partially abandoned. Subsequently a new ra lead was successfully implanted. No additional patient adverse effects were reported.